Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement resulting in high pacing threshold and loss of capture (loc) at max output. A new rv lead of the same model was placed. This rv lead was retained by the customer and will not be returned. No additional adverse patient effects were reported.